Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to not auto-restarting after downstream occlusion alarms confirmed during functionality testing, which were not reproduced. The current reading of the downstream sensor was found out of specification (high). The downstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it did not auto-restart after a downstream occlusion message. There was no patient involvement.